Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected remotely and confirmed that the live monitor does not display when turning on the device. Rse instructed customer to re-plug the monitor cable. After re-plugging the monitor cable, system was in good working condition. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It has been reported to philips that there was an issue with the live monitor. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.